Event description:
It was reported that the patient had his ams800 artificial urinary sphincter cuff removed on (B)(6) 2018 due to recurring incontinence. A new 4.5cm cuff was implanted at the (B)(6) 2018 revision surgery. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter cuff removed on (B)(6) 2018 due to recurring incontinence. A new 4.5cm cuff was implanted at the (B)(6) 2018 revision surgery. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.